Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a stomach bug and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced a stomach bug. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The consumer stated that the patient believed that the peritonitis was caused by the stomach bug, and that the nurse thought the peritonitis was due to all the cats that lived in the patient's house. Treatment for the events and the outcome of the stomach bug were not reported. The outcome of the bacterial peritonitis was unknown. Action taken with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. An opinion of causality was not provided.